Event description:
The reporter stated that a competitor's lens was damaged by the injector. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
An injector lot number search was performed and fifteen similar complaints were found. A cartridge lot number search was performed and five similar complaints were found.